Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping her infusion set tubing got detached at the quick release. It was stated that in the middle of the night she pulled the end tip that got connected to her body. Reportedly, the tubing was pulled out of the connector, where it can be clicked on and off. A couple of days prior, as she woke up her serum glucose was elevated when tested and blood glucose was 238 mg/dl and she had not realized that the tubing had detached. She gave a correction and by the morning, her blood glucose levels were in the range of 300 mg/dl and her ketone levels were 1.1 mmol/l. It was reported that she changed the site and took a manual injection. The pump was worn in the pump pocket of her night gown. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. It was uncertain whether there was stress or pull on the tubing as she was not able to recall. The pump was not dropped with the set connected to the patient's body. No further information available.